Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of detached extension tubing was confirmed, and the cause appeared to be manufacturing related. One 22ga nexiva unit from lot: 4242265 was provided for investigation. The tip of the extension tubing was not positioned within the catheter adapter. Instead, the external surface of the tubing was bonded with adhesive to the external surface of the catheter adapter, allowing fluid to leak. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero tubing was not seated properly in hub. The following information was provided by the initial reporter: (B)(6) has received the following product complaint from our customer regarding a product purchased from your company. Please provide us with a written acknowledgment to this report advising us of your complaint reference number within 10 business days. * please provide your investigation results and corrective actions within 90 days of this notice* to ensure compliance with our medical device regulations which are governed by (B)(6). The following are all the available complaint details now: complaint category: fail to function / defective. Incident date: (B)(6) 2025. Details of complaint (reported issue): the tube was not fully seated to the port so once the IV was started it malfunctioned. Occurred on (B)(6), 2025. Please contact (B)(6) at (B)(6) if you have any specific questions regarding this complaint. Complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no.